Event description:
It was reported that during implant of the intraocular lens (iol) the haptic didn't unfold. The lens was removed and the doctor performed a vitrectomy.

Manufacturer narrative:
Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraoccular lens (iol) was returned to our manufacturing facility for inspection. The lens was returned with one (1) haptic that was distorted. The visual inspection of the lens indicated that the lens did not appear to have the haptic stuck to optic. The lens was received torn in half and appeared to have evidence of ophthalmic viscosurgical device.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.